Event description:
It was reported that during a da vinci-assisted hysterectomy malignant surgical procedure, the mega suturecut needle driver instrument tip broke off and fell into the patient. The customer was able to retrieve it with backup instrument. The reported issue occurred while suturing the tissue. There was no instrument tip/accessory collision. The instrument wrist was straightened upon removal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received mega suturecut needle driver instrument to perform failure analysis. The mega suturecut needle driver instrument was analyzed. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken grip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.210" x 0.107" was found to be broken off. The broken piece was not returned. Common cause of the failure mode broken instrument grips -tips are typically attributed to mishandling/misuse, such as excessive force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. Common causes of the failure mode broken instrument grips -tips are typically attributed to mishandling/misuse, such as excessive force applied to the instrument jaws. This damage may be attributed to either device design or use conditions. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.